Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign matter remained due to physical damage to the equipment and deviation from the instruction manual for reprocessing. The foreign matter could not be identified from the obtained information. The event can be prevented by following the instructions for use which state: "inspection of entire endoscope: ten. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. Inspection of objective lens surface cleaning function: inspection of water supply: 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope has a reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the draining function was reduced, and the air and water supply was insufficient. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that it was observed that the adhesive of the bending section cover had a chip, a crack and had a white-clouded area due to chemical or physical stress. It was also observed that the scope connector cover plate was detached due to physical stress caused by handling. It was observed that the scope connector had a dent due to physical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, image guide protector, objective lens, connecting tube and on the light guide lens. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed there was a delay in the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.